Manufacturer narrative:
The stretcher was not made available to the manufacturer for evaluation; however, the end user advised they had their service company evaluate the stretcher and it is operating according to specification and has been returned to service.

Event description:
It was reported while unloading a patient from the ambulance, the stretcher allegedly did not catch the safety hook and the stretcher tilted to the side. It was alleged the patient sustained injury described as "right elbow pain/injury". Medical intervention sought was an xray. No additional information was provided on the alleged injury or the outcome of the medical intervention.

Event description:
It was reported while unloading a patient from the ambulance, the stretcher allegedly did not catch the safety hook and the stretcher tilted to the side. It was alleged the patient sustained injury described as "right elbow pain/injury". Medical intervention sought was an xray. No additional information was provided on the alleged injury or the outcome of the medical intervention.